Manufacturer narrative:
Device section refers to the main device. Other relevant components include: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 2017-05-01.(B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient had been referred to the healthcare provider's clinic however, they did not work with pain pumps. It was reported that the pump was "not working" and the patient was looking for physician listings in the area for doctors who work with pain pumps. The onset of the issue was unknown. It was indicated the patient wanted the pump removed. It was indicated the hcp needed to find where the catheter tip was because the neurosurgeon who works at their clinic will not remove the pump until they know where the catheter tip is located. No symptoms were reported. Could not troubleshoot due to lack of access to product. Physician listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump medication was reported as sufentanil concentration 1,500 mcg/ml; dose per day 9.3 mcg/day; bupivicaine concentration 5.0 mg/ml; dose per day 0.0310 mg/day, morphine concentration asked, unknown; dose per day asked, unknown; dilaudid concentration asked, unknown. The patient had another pump put in; because it didn't fix his memory issues, the catheter got loose and caused a lot more damage. The doctor kept putting in sufentanyl and was filling his pump every 3 weeks and when he would go in to get it filled, it would be over half of what they put in left over and the health care professional would throw the pump medication out, patient couldn't see straight and was so whacked out by it and let the pump run empty in (B)(6) of 2017 due to a family emergency and got into a disagreement with the doctor and was dismissed and could not find a doctor to refill it. In (B)(6) patient had seen the doctor one more time and the alarm was supposed to go off the next day and did not alarm until a few weeks later. On (B)(6) the patient met with a company representative who silenced the alarm instead of permanently disabling it and told patient it would be good for a year

Manufacturer narrative:
Catheter implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing sufentanil (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that the patient's pump was alarming. It was noted that the alarm was supposed to start 2 weeks ago, but it started 3-4 days ago, in (B)(6) 2017. The patient was reportedly told by his healthcare provider (hcp) "don't let the door hit you in the butt on the way out," and was seeing a different hcp for pain management. It was noted that the patient was told to by a hcp to go to the emergency room or call the manufacturer regarding the pump alarm, and the patient was redirected to his hcp. No patient symptoms were reported, and no further complications were reported or anticipated. Additional information was received from the consumer and a healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-apr-07. It was reported that the patient was experiencing an empty pump. According to the rep, the patient's previous hcp had discharged the patient after they had tested positive for narcotics. The rep believed that the patient's pump was empty as a result because the patient being unable to find a managing hcp to fill the pump. The patient did not want to continue with therapy and the pump would not be refilled. The rep reported that the hcp decided to put the reservoir volume to 20 ml, low reservoir volume to 1 ml, and set the pump to run at minimum rate. The alarm was silenced as a result. The rep believed that the patient would be having their pump taken out soon. No symptoms were reported. Additional information was received on 2017-apr-11. It was reported that the empty pump alarm occurred on (B)(6) 2017. It was also reported that surgical intervention was considered, but had not yet been planned or scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.